Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12478. Related manufacturer reference number: 2017865-2020-12479. It was reported that the patient developed an infection at their pacemaker site. The physician explanted their pacemaker, atrial and ventricular leads. During the procedure, the temporary pacing lead failed to capture and the patient had to be resuscitated. No further complication occurred.